Event description:
Related manufacturing reference number: 2017865-2022-44233. It was reported that the patient presented for a implantable cardioverter defibrillator (ICD) system explant due to twiddler's syndrome. It was noted the left ventricular lead had exhibited loss of capture and dislodged. It was noted that the left ventricular lead was also revised back in august for unknown reasons. The system was explanted and replaced with a leadless pacemaker. The patient was in stable condition.